Event description:
T was reported via repair work order that the fowler drifts down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler drifts down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the fowler drifts down. Supplemental submitted as the investigation concluded that the fowler was drifting down, however when the technician inspected the unit the problem could not be duplicated and no defect could be found with the unit. This issue was resolved for the customer by returning the bed to service after inspecting the unit to ensure that no defect could be found and that the unit performed to specification.